Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: the journal of craniofacial surgery volume 00, number 00, 2024 https://doi.org/10.1097/scs.0000000000009961.

Event description:
Title: factors associated with complications and failure in transoral, mandible fracture repair. The primary objective of the study was to investigate the influence of suture type and manner of sutured closure on open reduction internal fixation (orif) mandible success. The secondary objective were to determine whether other factors contribute to orif mandible failure, including socio demographics, fracture location, substance abuse, immunosuppression, antibiotic use, delay of repair, and managing care team. Between october 21, 2010 through january 28, 2018, a total of 102 patients were included in the study (from a total of 348 mandible fractures were identified, wherein majority underwent maxillomandibular fixation (mmf) alone). This study cohort received a combination of maxillomandibular fixation (mmf) and transoral open reduction internal fixation (orif). In the orif sub-cohort, 59 patients were closed with vicryl suture, whereas 43 patients were closed with chromic gut suture. Reported complication includes: (n=?) Had wound dehiscence, infection, and revision surgery. Conclusion: suture type for transoral, orif of the mandible does not impact the rate of infection, wound dehiscence, and revision surgery. However, risk factors for complications can include early operative repair, smoking, female sex, and immunosuppression.